Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial number (B)(4)) found that the connector pins were broken. Conclusion code applies to the implantable neurostimulator (serial number (B)(4)) while code applies to the desktop charger (serial number (B)(4)).

Event description:
The consumer reported that the recharger was not recharging and she had tried different outlets and was getting the plug on the screen. The patient noted that when she looked into the recharger port it didn¿t look right, it looked like there was only one plate. The patient stated that the connector pin might be damaged and the implant was dead. A replacement was sent. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.